Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller was not returned for evaluation. Six batteries were returned for evaluation. A review of the manufacturing documentation confirmed that two batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of four batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of two batteries revealed that the batteries passed visual inspection. Functional testing revealed that the batteries had a faulty internal cell pairs. Based on an investigation conducted under capa00243, there is a potential for two batteries to malfunction due to faulty lishen cells within the lishen battery pack. This potential malfunction may have contributed to the reported event; however, this could not be confirmed as the data log file and alarm log file was not available for analysis. As part of capa00243, fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen battery packs. Even though this CAPA is closed, two batteries fall within the bounds of this CAPA. Additionally, it was observed that two batteries had exceeded the useful operating life of 500 charge and discharge cycles. The high battery cycle counts are an additional observation not related to the reported event and can be attributed to the batteries reaching the end of their useful life. Review of the available event log file revealed a controller power up event without a motor start event was logged on 14-sep-2020 at 10:34:24 and a controller power up event with an associated motor start was logged on 14-sep-2020 at 11:01:32. Review of the event log file also revealed that between the two controller power events, the date, patient ID, pump ID, and speed were set. Prior to the first power up event, the controller last had power on 10-mar-2017; indicating the controller power up events likely occurred during a controller exchange. It is likely the available event log file did not cover reported event. Data log files and alarm log files covering the reported event date were not available for analysis. As a result, the reported loss of power, vad stop alarm, "blank screen, and "no alarms" events could not be due to insufficient evidence. Based on risk documentation, multiple factors may have contributed to the reported vad stop alarm including, but not limited to thrombus within the device, controller failure and/or the physical disconnection of the driveline from the controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the loss of power and "screen went blank" event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. A possible root cause of the reported "no alarm" during a loss of power can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. Additional products: d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 131, 213 h6: FDA conclusion code(s): 133, 23 d4: (B)(6) d10: yes, yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 131, 213 h6: FDA conclusion code(s): 133, 23 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction, h7: adding the recall z#. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2016 / serial #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: mfg date: 31-oct-2015. Labeled for single use: no.(B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date : mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2015 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 30-sep-2014, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery: model#: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date : mfg date: 31-may-2016, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2015, serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-may-2014 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de, expiration date: 31-jul-2015 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-jul-2014, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power was dropping out on both ports of the controller over a few days. The controller exhibited a loss of power and displayed a blank screen with no alarm. However, a ventricular assist device (vad) stop alarm was noted on the logfiles. The batteries were suspected to be a possible cause of the issue. The controller was exchanged and the batteries were removed from service. No patient complications have been reported as a result of this event.